Event description:
It was reported that there was a replacement on (B)(6) 2015 and that the device would be discarded. There was impedance testing as diagnostics performed and there were no alleged product issues. The device was eroding through the skin, it was noted that the therapy continued to be successful. There was a pocket erosion. It was noted that at the time of the report the patient was alive with no injury.

Manufacturer narrative:
Product ID 37092, lot# 249000001, implanted: 2010 (b)(6; product type accessory product ID 3 888-,lot# v396205, implanted: 2010 (B)(6); product type lead product ID 3487a-56, lot# v400923, implanted: 2010 (B)(6); product type lead product ID 3487a-56, lot# v396202, implanted: 2010 (B)(6); product type lead product ID 3888-56, lot# v396205, implanted: 2010 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2010 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2010 (B)(6); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).